Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over six (6) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be specified. It was presumed that there may be a difference of recognition of handling of the device and reprocessing methods between what was recommended by olympus and the subject facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope was reprocessed in a reprocessor that had inadequate disinfection of the water supply pipes and a disinfectant concentration that had not been evaluated. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.